Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer did not performed high blood glucose reading. Customer was sick with cold. Customer was dehydrated and believed they have lung cancer because of high blood glucose reading. Customer treated their high blood glucose reading with the insulin pump. Products will not be returning for analysis.